Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform 51 mm in diameter x 55 mm in length thoracic aortic aneurysm in zone 4 approximately two years ago. Vessel morphology from the time of implant was reported as the proximal thoracic aortic neck diameter was 36 mm and distally the thoracic aortic neck diameter was 35 mm with mild degree of thrombus at proximal and distal aortic necks. No additional clinical sequelae were reported. It was reported that less than 30 days follow-up the aneurysm was 58 mm and a distal type I endoleak was confirmed. The patient did not have a 12 months follow-up. The endoleak was assessed on four months post stent graft implantation by the physician and was found to have resolved without intervention. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (cause of the distal type I endoleak (which self-resolved) is unknown). Conclusion: (cause of the distal type I endoleak (which self-resolved) is unknown).